Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. Philips field service engineer (fse) confirmed the reported issue. The fse found +24v failure error codes in the device history log. The fse found the power supply to be defective. The fse replace the power supply to resolve the reported issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported an auto shutdown. There was no patient or user harm reported. The event date was not specified; estimate used.